Event description:
A user facility reported to olympus a piece of metal broke off the unit on mediastinoscope, 35°, 160 mm working length, autoclavable. The malfunction was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a broken off piece of metal was confirmed on the outer tube. They also noted debris in the optical system and minor dents on the eye piece funnel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was confirmed. It was presumed that these issues were caused by improper handling of the affected device by the user, more precisely, by an external force, such as a fall or a rough handling of the device during use or reprocessing. Olympus will continue to monitor field performance for this device.